Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (monitor unable to power on) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll customer support to report that the pt's monitor was unable to power on with either battery. The pt was provided with a replacement monitor.